Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dental needle. The customer reports the 401 monoject threaded needle broke off at the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.